Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor pad came off from the reservoir. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This event happened in four consecutive cases. The other three events are reported on the following medwatch reports: MDR#: 1828100-2012-01253, 01255, 01256.